Manufacturer narrative:
Concomitant medical products: product ID addr01 ipg implanted: (B)(6) 2010 product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Beginning (B)(6) 2015 atrial capture threshold measures 2.25 volts and consistently measures greater than 2.5 volts. The impedance is within range.

Event description:
It was reported that the right atrial (ra) lead thresholds had gradually risen over the past year and now were high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.